Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantations tests. The conditions of the complaint could not be duplicated in the lab. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.